Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connection was restored. The system was then found to be operating as intended.

Event description:
The customer reported an interlock error which caused the system to shutdown. No pt injury was reported.